Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services (gts) regarding fluid shooting out of the patient line during prime on the homechoice (hc) unit. The hp stated she pressed stop. The technical service representative (tsr) reviewed placement of supply lines with the hp. The hp stated she had the drain line still placed in the organizer and the patient line misplaced. The tsr instructed the hp to close all the clamps, to cycle power off, and to return to the press go to start prompt. The hp stated she would start over with a new set up to complete therapy. There was no patient injury or medical intervention reported. No additional information is available at this time.